Event description:
It was reported that the device was explanted after an implant duration of approximately 8.4 months, due to unknown reasons. No further details were provided.

Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Manufacturer narrative:
Implant duration was reported incorrectly. The device was explanted after an implant duration of zero days. Device was implanted and explanted in 2009.the device history record (DHR) review was completed the following month, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. The patient also had another device explanted. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.